Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, no problem was detected. The definitive root cause of the reported issue could not be determined. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had image streaks. The issue occurred during reprocessing. There was no patient involvement.